Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) occurred and the valve appeared constrained. It was reported that there was calcification on the left ventricular outflow tract (lvot). Post-implant balloon aortic valvuloplasty (bav) was attempted with a 22 millimeter (mm) non-medtronic balloon using rapid pacing of 180 beats per minute (bpm). The first two inflations were aborted due to instability of the valve. On the third attempt the valve dislodged 10 mm in the aortic direction and the valve was snared and stabilized into position. A second valve was advanced through the first valve and successfully deployed. No additional adverse patient effects were reported.